Manufacturer narrative:
The complainant was unable to provide the device lot number. Therefore, the manufacture and expiration dates are unknown. It was reported that the device was not used past its expiry date. Device component code relates to device problem code for the reported event of fiber broke. Mfg. Site name-(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2018 that a flexiva 200 tractip laser fiber was used during a laser lithotripsy procedure in the ureter performed on (B)(6) 2018. Reportedly, the laser unit used was a lumenis 100 watt laser console. According the complainant, during the procedure and inside the patient, upon laser activation a cracking sound was heard and the fiber appeared to be bent. The procedure was completed with another flexiva 200 tractip laser fiber. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.